Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented for follow up in clinic, non-sustained right ventricular (nsrvo) episodes were noted. The review of episodes revealed that they were triggered due to high amplitude noise artifact. The issue could not be resolved with any programming changes. Thus, lead revision was discussed. Further information was requested but not yet available.